Event description:
It was reported that the user awoke with a blood glucose of 400 mg/dl after a supply change, confirmed by fingerstick, and troubleshooting identified that the needle guard had been left on the infusion set (cd 6 mm, 23 inch), preventing proper insulin delivery; a site-only change was performed and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after corrective action. Investigation included remote troubleshooting and education regarding proper infusion set deployment. Investigation of this case revealed an infusion set deployment error with the connector/needle guard left in place, resulting in interrupted insulin infusion. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique error.